Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator device for spinal cord stimulation - spinal pain. It was reported that the patient's neurostimulator (ins) was dead. Patient stated they noticed that the ins battery would deplete real quick and now the ins will not charge at all. Patient reported that he has been unable to charge the ins since about the beginning of october. Patient was redirected to his healthcare provider. No further complications were reported or anticipated